Event description:
It was reported that on an unknown date, when performing a orif of a distal femur, it was noticed that an unknown screw from a previous hip surgery and washer had backed out about 20%. Nothing was done and the screw was left as is. There was no patient consequence. This report is for one (1) unk - screws: trauma. This is report 1 of 1 for complaint: (B)(4).

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: patient identifier: (B)(6). This report is for one (1) unknown screw/trauma. Device available for evaluation: complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.